Event description:
This case was initially received via (B)(6) ((B)(4)) on 18-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced nervous system disorder ("neurologic disorder"), gastrointestinal disorder ("gastrointestinal disorder"), tachycardia ("tachycardia") and vitiligo ("vitiligo"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, nervous system disorder, gastrointestinal disorder, tachycardia and vitiligo outcome was unknown. The reporter provided no causality assessment for gastrointestinal disorder, medical device removal, nervous system disorder, tachycardia and vitiligo with essure. The reporter commented: first symptoms occurred 3 months after essure placement. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-oct-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 755 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.